Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent to the 90% stenosed lesion located in the calcified and severely tortuous distal right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system (sds) the stent edge bumped the edge of the guide catheter and the stent edge lifted up. The product was completed with a different device. No pt complaints were reported. Pt status post procedure is noted as good.